Event description:
A biomedical engineer reported that the footswitch stopped responding in the middle of a cataract procedure. They noticed several system messages in the event log. The footswitch table was exchanged with no delay to complete the procedure. There was no patient harm.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was unable to replicate the reported event during phone support with the tss. The tss recommended that the customer replaced their footswitch and footswitch cable. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event . For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).